Manufacturer narrative:
The device has not been returned. If/ when the device is returned an investigation will be carried out and a supplemental report will be submitted.

Event description:
It was reported that the hahn tapered implant failed. The patient's bone type is ii, and their oral hygiene is listed as good. There is no medical or dental history prior to implant placement. The patient presented on (B)(6) 2022 for a primary procedure on tooth # 30. The patient returned on (B)(6) 2022, without complaint. Upon examination, the provider noted that the implant failed to integrate, and the device was removed. Based on the dates noted in the questionnaire completed by the provider, a medical opinion was sought, and it was determined that because the implant was placed and removed in such a short time span, it lacked stability.

Event description:
It was reported that the hahn tapered implant failed. The patient's bone type is ii, and their oral hygiene is listed as good. There is no medical or dental history prior to implant placement. The patient presented on (B)(6) 2022 for a primary procedure on tooth # 30. The patient returned on (B)(6) 2022, without complaint. Upon examination, the provider noted that the implant failed to integrate, and the device was removed. No additional information has been provided.

Manufacturer narrative:
Corrected data. CAPA 23-006 manufacturer reference: (B)(4).

Manufacturer narrative:
The device has not been returned. However, the non-visual device evaluation has been completed and the results are as follows: DHR results: the DHR was reviewed for lot# 6111688 and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Stock product reviewed results: a review of stock product was performed for hahn tapered implant lot# 6111688 and found no additional product in stock to review. Investigation methods/results customer has not returned the complaint part for investigation to date. However, the non-visual device investigation has been completed. Root cause "lack of primary stability" is a common complaint in regards to implant failure. This occurs when the patient's bone does not integrate with the implant surface. The possible responses to this complaint could be attributed to various causes. Although the root cause for lack of primary stability is inconclusive and specific to each case, probable causes could be due to insufficient bone or poor bone quality; either the bone was too soft or the operator erred in creating an osteotomy bigger than the size of the implant diameter. IFU 570 rev 3.0 (hahn tapered implant system) contains the following statement in the contraindications section: "hahn tapered implants should not be placed in patients discovered to be medically unfit for the intended treatment. Prior to clinical intervention, prospective patients must be thoroughly evaluated for all known risk factors and conditions related to oral surgical procedures and subsequent healing. Contraindications include but are not limited to: vascular conditions, uncontrolled diabetes, clotting disorders, anticoagulant therapy, metabolic bone disease, chemotherapy or radiation therapy, chronic periodontal inflammation, insufficient soft tissue coverage, metabolic or systemic disorders associated with wound and/or bone healing, use of pharmaceuticals that inhibit or alter natural bone remodeling, any disorders which inhibit a patient's ability to maintain adequate daily oral hygiene, uncontrolled parafunctional habits, insufficient height and/or width of bone, and insufficient interarch space." This complaint will be kept on record for track and trending purposes.